Event description:
This pt had developed an infected aortobifemoral bypass graft and underwent a cryolife aortofemoral bypass graft in 2002. The pt was treated with intravenous followed by oral antibiotics and discharged home. The pt felt well until several days prior to the following mo, when the pt noticed increased pain and swelling in their right flank area. On the day of admission, the pt noticed a marked increase in abdominal pain and back pain. The pt came to the ER and was noted to be hypotensive with a low hemoglobin. The pt was given fluids and transfusions. CT scan revealed a 10 cm right retroperitoneal hematoma. It appeared to be a pseudoaneurysm that was from the cryolife graft. The pt underwent emergency surgery. Intraabdominal adhesions were lysed. The hematoma was entered and a linear tear within the right limb of the aortofemoral cryolife graft was found. This was able to be repaired with several interrupted prolene sutures with complete control of bleeding and good distal flow. It was unclear to the surgeon why the tear had occurred. The surgeon noted that there was no evidence of infection. The pt tolerated the procedure well and after what the surgeon reported as a "slow post-operative course" was discharged to home 16 days later.